Event description:
A customer reported level 1 out of range quality control (qc) for progesterone (prog ii) lot number c81c789 using biorad lot number 40431. Level ii and level iii qc were in range. Customer made fresh qc but error persist. Technical support specialist sent out mac control for troubleshooting, error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg), estradiol (e2), and progesterone (prog ii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the complaint by review of the customer quality control (qc) results. While troubleshooting, fse inspected the nozzle assembly and wash probe for possible issues. Fse replaced the nozzle assembly for troubleshooting purposes, replaced the wash probe tip due to wear and tip torn. Fse removed and cleaned the detector face, validated the analyzer by performing all customer quality control (qc) and pr-2 (progesterone ii) precision study. Level 1 pr-2 was now 0.220 ng/ml; biorad peer group package insert range for lot - 40430, level 1 = 0.18ng/ml - 0.33ng/ml (mean - 0.25ng/ml). Customer qc values are within acceptable range. Customer to adjust range accordingly. No issues with any other assays. The aia-360 analyzer is functioning as expected. No further action required by field service at this time. A complaint history review and service history review for similar complaints was performed for the serial number 13360510 through aware date. There were no similar complaints identified during the search period. A complaint history review and lot history review were performed for similar complaints performed for br qc lot 40431 and prog ii test cup lot c81c789. There were no similar complaints identified during the search period. The st aia-pack prog-ii analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack prog ii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. The most probable cause of the reported event was due to the wash probe tip showing wear and being torn.